Event description:
It is reported that the patient's hip arthroplasty was revised due to wear and metallosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Two photographs were provided of the explanted poly liner and head. Wear is noted around the edges of the poly liner; however looseness nor metallosis could not be identified from the photographs provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.